Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. A visual inspection revealed that the tip is deformed. As a general rule, we would like to point out that during inserting and closing the passer excessive force should be avoided, otherwise it could lead to a deformation of the tubes. No product defects were detected. An internal corrective action has been opened to address this issue.

Event description:
It was reported that the small forceps have the tip area deformed and the large forceps have rust on the inside of both halves of the forceps. This is report 1 of 2 for complaint (B)(4).